Manufacturer narrative:
The essential clinical trial ended in 2016. Since usgi medical is no longer sending annual reports to FDA for this trial, the adverse event is being submitted through the maude database.

Event description:
On 29 november 2022, the healthcare institution sent usgi medical an invoice for a gastrectomy that was performed on a patient who participated in the essential clinical trial in 2014. On (B)(6) 2018, the patient visited the original implanting physician, stating that she had been experiencing epigastric pain for the past year. She had visited a gi specialist the previous month who performed esg which showed foreign body reaction to the fundus and distal part of the stomach and hiatal hernia. The gi clinic instructed the patient to revisit the original implanting physician. The foreign body was not amenable to removal endoscopically, and the patient was class ii obese with a bmi of 37.41, so the physician opted to resect that portion of the stomach that had the sutures. The sleeve gastrectomy was performed on (B)(6) 2019, and the patient was discharged on (B)(6) 2019 in good condition. Pathology report noted acute and chronic inflammation, surface erosion, and foreign body-type giant cell reaction to the suture material.